Manufacturer narrative:
Attempts to obtain further details regarding the unspecified adverse event have been unsuccessful. The device remains implanted, therefore no product analysis can be performed. A supplemental report will be filed if the product is returned or additional information is received. (B)(4).

Event description:
Medtronic received information that 3 days following the valve-in-valve implant of this transcatheter bioprosthetic valve within another transcatheter bioprosthetic valve, a permanent pacemaker was implanted to treat complete atrio-ventricular (av) block and bradycardia. One year post-implant an unspecified serious adverse event related to a patient condition resulted in permanent impairment of a body structure or body function that prevented the patient from participating in the 1-year follow-up appointment; the patient is at home under nursing care and is unable to be transported. It is unknown whether the condition is related to the valve. No further information was provided. The devices remain implanted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Conclusion: conduction disturbances and bradycardia are known potential adverse effects associated with any cardiac or thoracic procedure (open or catheter-based) and can be resolved with medical treatment or the implant of a permanent pacemaker (with the risk-benefit ratio in favor of implant of the percutaneous aortic valve). A conduction disturbance does not indicate a device malfunction or potential manufacturing issue. A relationship between the device and the unspecified serious adverse event could not be established with the limited information made available.